Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, unexpected suspend [low sensor glucose]. The customer reported blood glucose value of 104 mg/dl. The customer reported hypoglycemia treated with other. The event involved product(s) mmt-397a, mmt-1884, mmt-332a. Troubleshooting was not performed. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-1884. No product return is required for mmt-332a. Updated summary: customer reported that his pump suspended due to a low sensor glucose value. However, his blood glucose was okay, so he resumed basal. Blood glucose in blood glucose field was 104mgd/l. So, there was no harm since customer felt okay. There was no allegation of hypoglycemia. No treatment was needed. Pump was used at the time. It was unknown if smartguard was used. Customer will likely continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.